Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device was returned in two sections: part 1 (proximal) presented two kinks at 62.8cm and at 67.4cm approx. From the proximal end: and the part 2 (distal) presented the spring tip bent at 112cm approx. From the proximal end. All the outer diameter measurements were within specification. The returned device was sent for external analysis ((B)(4)) to determine the fracture failure mode. The (B)(4) lab returned the following results: sample 1 and sample 2 presented evidence of bending overload as mode of wire failure for the corewire and bending overload or tension as mode of wire failure for the external wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a resynchronization implant treatment procedure, a guide wire fracture occurred. This 182cm choice guidewire was selected. While cannulating the coronary sinus using an acuity for positioning of the electrode the guide wire broke outside the patient. Resistance was met during insertion due to the patient¿s difficult anatomy. The acuity and guide wire were successfully removed from the patient. The procedure was completed with another of the same devices. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a resynchronization implant treatment procedure, a guide wire fracture occurred. This 182cm choice guidewire was selected. While cannulating the coronary sinus using an acuity for positioning of the electrode the guide wire broke outside the patient. Resistance was met during insertion due to the patient¿s difficult anatomy. The acuity and guide wire were successfully removed from the patient. The procedure was completed with another of the same devices. No patient complications were reported and the patient¿s status is stable.